Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver boot test was performed and failed. The receiver data log could not be downloaded as the receiver was found to be perpetually reloading. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was undetermined . A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed an error icon. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.